Event description:
It was reported that, "dr. (B)(6) was using the removal driver for the hybrid reflex and the tip of the inner shaft broke off into the screw head."

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: complaint history analysis. There have been 51 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. Risk assessment. There were no adverse consequences reported. There are other instruments in the kit that can be used for screw extraction, so any prolongation of the surgery is minimal. Also, the draw rod is made of a biocompatible stainless steel in case the broken tip remains inside the pt. Conclusion: the implicated instrument was not returned, so a complete investigation could not be completed. Previous instrument failures have occurred due to user-error and it is believed that is also the case here. The surgical technique states that pivoting and angulation must be avoided as it can lead to breaking of the inner shaft. It also states that the revision driver should not be used as an insertion driver.